Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronics assembly. Moisture damage was found on the motor assembly. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, broken reservoir tube lip, cracked reservoir tube window through reservoir tube, broken battery tube threads and white grey stained substance was found all around the case. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer reported via phone call damage on the insulin pump. Customer advised that they went into the water wearing their insulin pump. Customer was advised to discontinue use of the device and revert to a backup plan. Customer was advised that the device would be replaced and agreed to return the product for analysis.